Event description:
A customer observed a negative (non-reactive) result for a patient sample tested on the vitros eci analyzer. This result did not agree with a borderline reactive result originally obtained or results obtained from an alternate method on that sample. A second sample from the same patient gave reactive results. False negative results may lead to inappropriate physician action. The result of this event was not reported. There was no allegation of patient harm.

Manufacturer narrative:
Investigation into this event is unable to determine the true classification of this sample although analysis of other markers indicates the sample most likely should have been reactive. The discordant sample in question was tested 7 months after the alternate method testing it was compared to. The instructions for use for the vitros assay recommend a maximum storage of up to 7 days at 2-8c or 4 weeks at -20c. This sample was stored 7 months which is outside of the vitros assay instructions for use recommendations. Quality control fluids were not assayed the day of the event. The root cause of the event is most likely caused by a failure to adhere to sample storage recommendations of the manufacturer's instructions for use.